Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. A3dr01 implantable pulse generator 2013-(B)(6); 5086mri52 implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that the patient had difficulty breathing and sitting by themselves. A pericardial effusion was found and was drained. The patient was readmitted and had multiple draining. The patient's medication was noted to increase the pericardial effusion. A thoracotomy was conducted and a perforation was confirmed. The site was sutured. The lead is no longer in use. No further patient complications have been reported as a result of this event.